Event description:
It was reported that the device was returned to the manufacturer after being explanted with no reason for replacement. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. The analyzer noted the presence of a lead removal wire prevents electrical continuity testing. Visual continuity inspection performed for entire conductor length using destructive testing. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).